Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and there was high and rising threshold and intermittent loss of capture on the right ventricular (rv) lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.